Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6).

Event description:
The machine is working ok, showing batteries on 96%. They tried to move the patient and when disconnected the mains power the machine went dead completely (display went off too). When reconnected, again the batteries showed 96%, and the settings were preserved so they started the pumping again. No harm to the patient was reported. Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(6). The device was investigated by the filed service technician: according to the service order 02-2018: the technician replaced the build in batteries. The batteries were taken to the office for refreshing and calibration. After that he installed the original batteries again in the unit. He tested the device and the tests were ok. Further he made a software update to the new software version 3.04.08.0. Further the log-files were analyzed by the technical support from maquet cardiopulmonary gmbh rastatt. The log-file analysis shows an unusual behavior at the date of event. The device was switched on again without switching it off before. This could be the described event that the device went out without further notice for the customer when mains was disconnected. But the log-files show further, that the device was not powered on for a period of approximately 9 months. This means, that the battery calibration, which has to be made at least every 4 months according to the instructions for use (1.8 / en / 09 page 205) was not made regularly. Therefore the most probable root cause is that the battery calibration was not made regularly and the device was not powered on for a longer time period.

Event description:
Internal reference: (B)(4).